Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #4 it was verified its non-osseointegration. Thirty five ncm of primary stability was achieved and immediate load was not executed.